Event description:
Customer reported, that the 5 gang manifold device "cracked / snapped when pt turned causing lines to bleed back". Phone discussion with the rptr revealed no pt injury or adverse event but no other info known.